Event description:
Since 2007, the pt had unspecific pain at the implant area. She was reimplanted on (B)(6), 2010. Before surgery, there was no technical check carried out. Previous testings have always been unremarkable.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.